Event description:
Customer called to report an elevated blood lead test result with leadcare ii. Customer reported lc test result was 48.1 ug/dl. Customer indicated cdc guidelines and instructions in the package insert were followed when collecting this sample. Customer re-washed patient's hands and collected a new capillary sample, and the repeated testing; lc result "low" (<3.3 ug/dl). Patient's mother declined confirmation (venous) testing since the repeated leadcare test was <3.3ug/dl. Customer reported controls were tested before testing patient samples and were in range.